Event description:
Patient called about problems with their pain stimulator and equipment but it was discovered on the call that the patient was referring to a stimulator that was st jude medical, which is now a part of abbott. Agent redirected to abbott. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".